Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
This is a spontaneous report by a baxter employed nurse from (B)(6) regarding a (B)(6) homechoice peritoneal dialysis patient. On an unknown date, a break in aseptic technique occurred. According to the nurse, the patient made a mistake. On (B)(6) 2010, the patient was diagnosed with peritonitis. On (B)(6) 2010, the patient had a peritoneal effluent analysis performed. On (B)(6) 2010, the patient began antibiotic therapy with reflin and tobraeg intraperitoneal. Patient remained on peritoneal dialysis. It was not reported whether the patient was retrained in aseptic technique. It is unknown if the peritonitis was resolved.